Manufacturer narrative:
(B)(4) device evaluation indicated that the source of the complaint was not determined. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing a painful kind of electric shock in the area of the ipg. It was noted that the ipg was very superficial and thinning of the skin. The patient will undergo a revision procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing a painful kind of electric shock in the area of the ipg. It was noted that the ipg was very superficial and thinning of the skin. The patient will undergo a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing a painful kind of electric shock in the area of the ipg. It was noted that the ipg was very superficial and thinning of the skin. The patient will undergo a revision procedure. No device malfunction was suspected.